Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not received for analysis. A review of the manufacturing documentation found that all devices shipped from the batch conformed to the preventive measures / current controls as per product specification. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via femoral artery. The 90% stenosed, 27x3.50mm, concentric, de novo target lesion was located in the left anterior descending (lad) artery. After a non-bsc guide wire crossed the lesion, predilation was performed with a 2.5x15mm maverick balloon catheter. A 3.50x28mm promus element ¿ drug-eluting stent was advanced and deployed at a high pressure. Post-deployment, stent distal edge dissection was noted. To cover the dissection, a 3.50x16mm promus element drug-eluting stent was deployed at the distal site. No further patient complications were reported and the patient's status was stable.